Manufacturer narrative:
This report is submitted on december 15, 2017, (B)(4).

Event description:
Per the clinic, the patient presented to clinic on (B)(6) 2017, with a loss of osseointegration resulting in fixture loss. It is currently unknown whether there are plans for future re-implantation.